Event description:
It was reported that approximately 7 days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute stent thrombosis. The physician predilated the distal and proximal lad lesions; he did not angioplasty the lesion in the diagonal branch. During the procedure, there was acute closure of the vessels following angioplasty of the lesions in the lad. The pt developed chest pain during the acute closure. He was able to recanalize the lad and the diagonal branches by angioplasty. He then successfully deployed 4 taxus express2 drug eluting stents (2.5 x 12 mm, 2.5 x 8 mm, 2.5 x 20 mm and 3.0 x 20 mm) in the lad, with subsequent "good angiographic results." A perforation was also noted and that was sealed with balloon angioplasty. It is unk how or when the perforation occurred. The pt was given angiomax during the procedure. The physician indicated that the angioplasty and stenting of the lad were successful. The pt was given plavix and aspirin indefinitely in view of the extensive disease and the possibility that pt would need reintervention in the future. The pt developed significant intermittent chest pain over the next several days and in 2004, pt underwent reintervention. The lv displayed severe anteroapical, inferoapical wall hypokinesis with a possible small thrombus in the wall at the site of the infarction. The lv end diastolic pressure was elevated at 27. The lad was totally occluded in the proximal portion. The pt was placed on angiomax and the physician attempted to angioplasty the lad unsuccessfully as he could not cross the lesion. He performed angioplasty and stenting of the rca with a cypher 2.5 x 18 mm drug eluting stent successfully with good results. The pt also received lasix during the procedure. No complications were reported. Pt was to have placement of an implantable cardiac defibrillator due to preexisting left bundle branch block and continued episodes of non-sustained ventricular tachycardia. The pt expired two days later. The physician indicated pt had congestive heart failure and copd and that their death was "not related to taxus - very sick pt." Same case as MFR's report #s: 6000093-2004-00453, 6000093-2004-00455, 6000093-2004-00456.